Event description:
During the first and second nips induction, a non-sustained arrhythmia was observed. The third nips induction resulted in rx reports " device busy", however, nips was delivered. Fibrillation was induced by step 3, and not detected for approximately 20 seconds. The device detects fibrillation and begins charging for therapy d. A rescue shock was requested during charging, producing noise event. Therapy d was delivered, and terminated fibrillation.